Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range shock impedances. Over the past, there has been a gradual rise in values and boston scientific technical services discussed that it appears to be due to calcification. At this time, the alert limit was increased to 150 ohms. No adverse patient effects were reported.